Manufacturer narrative:
(B)(4).

Event description:
During bone marrow biopsy of the posterior iliac crest, the needle slipped off the edge of the bone during the initial insertion. Following the procedure, the pt complained of lower quadrant pain with decreased blood pressure and decreased heart rate. Pt was transported by ambulance to hospital and was diagnosed with a retroperitoneal injury. Pt was admitted overnight, transfused and released. Pt has no sequelae related to the procedure size release from the hospital.